Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high pacing thresholds. The pacing vector was reprogrammed. A subsequent device interrogation a few months later indicated continued high thresholds and a need to re-establish pacing capture. The lead remains in use. No patient complications have been reported as a result of this event.